Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton medical ag as, ventilator device alarmed. · this occurrence was noticed during patient ventilation. · a continuous alarm was observable both visually (error codes) and through hearing. Tf 346054 (safetyfailuredetected), tf 341009 (pvent-control defect), sv 385002 (safetyfailuredetected) and te 231036 (pventpressuresensordefect). · the device log files (service log, event log) were provided to hamilton, except of the error log file. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton medical ag as, ventilator device alarmed. · this occurrence was noticed during patient ventilation. · a continuous alarm was observable both visually (error codes) and through hearing. Tf 346054 (safetyfailuredetected), tf 341009 (pvent-control defect), sv 385002 (safetyfailuredetected) and te 231036 (pventpressuresensordefect). · the device log files (service log, event log) were provided to hamilton, except of the error log file. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (error codes) and through hearing. Tf 346054 (safety failure detected), tf 341009 (pvent-control defect), sv 385002 (safety failure detected) and te 231036 (pvent pressure sensor defect). The device log files (service log, event log) were provided to hamilton, except of the error log file. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator alarmed with several technical faults (tfs) and went into safety mode during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective circuit board. After replacing the circuit board, the device was released back into use. If the ventilator triggers the same tf it will go into safety mode. In that state, ventilation is still given, and the patient could be transferred to a different ventilator in a planned manner.